Manufacturer narrative:
Date rec¿d by MFR: 01apr2019. Date of report : 30may2019. The biomed reported that the touchscreen was functioning when the nav-ring issue was encountered. Therefore, the customer was able to access the ventilator functions and this was a non-reportable complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28mar2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a failed nav-ring. There was no patient involvement. Event date not specified, estimate used.